Event description:
It was reported myocardial perforation was found a few days post lead implant. The patient was asymptomatic, perforation found via diagnostic CT. A second procedure was performed and the perforation was sutured, the lead was retrieved and a new lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.